Manufacturer narrative:
The suspect medical device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the catheter malfunctioned during use while performing a uterine fibroid embolization procedure. The catheter created a loop inside the patient's artery and when removed, the distal tip broke off inside the introducer. No patient injury.